Event description:
It was reported via repair work order that the bed lost all of its functions when being lowered due to a malfunctioned number 2 wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.